Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that post coronary stenting treatment procedure, side branch occurred. In (B)(6) 2013, the subject presented with stable angina (ccs classification:1) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid rca with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.50 x 20 mm study with 0% residual stenosis. Baseline core lab angiography result revealed 30% side branch stenosis at ac marginal. Post procedure angiography revealed 80% 'branch percent stenosis' in ac marginal. The subject was discharged the following day on dual antiplatelet therapy.